Manufacturer narrative:
(B)(4). This complaint for use error was confirmed due to the patient using the same supplies. The cause of the use error is undetermined. The label review found the patient at home guide to be adequate for the use error in this incident. This issue is being investigated through a CAPA.

Event description:
This report is for use error- treatment with the same setup.the customer contacted baxter's technical service center regarding a power failure after the end of therapy the patient restarted the machine; which occurred on the homechoice after use. The baxter technical service representative (tsr) helped the home patient (hp) to end therapy early after they restarted new treatment with the same setup. The hp was able to disconnect before draining fluid.this writer contacted the peritoneal dialysis registered nurse (pd rn) (B)(6) 2011 regarding the reported problem. The pd rn stated that the patient is doing okay. The pd rn stated the patient did not disconnect and then reconnect to the machine however, they just finished therapy when the power restored by restarting up the machine. The pd rn stated the patient has been continuing therapy without further problems. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.